Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the humidifier was not working. The patient mentioned they were at work and did not have a mask but had tubing. They did breathe on the tubing to simulate breathing. They put theirs over the humidifier and it was cold. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to a third-party service center for investigation. During the evaluation of the device, the third- party service center visually inspected the device and found evidence of foam degradation. The customer complaint was not confirmed. The device was scrapped.

Manufacturer narrative:
H3 other text : the device serviced by third party service center.